Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician advanced and inflated the express2 4.5x 20 stent in the proximal rca. Under fluoroscopy the stent did not appear to deploy. The delivery/stent device was removed, and upon removal the stent was found proximal to the balloon. The physician was able to successfully deploy an express2 4.0x20 stent. The physician then attempted stenting of the pda. A taxus 2.5x12 would not advance on the wire. After stenting the pla there was good blood flow to the pda and the physician elected not to stent that lesion.